Event description:
Additional information received noted that the patient was having concerns regarding their device or therapy but was working with their physician or the manufacturer's representative. It was noted: surgery to move device 2014-(B)(6).

Event description:
It was reported the patient was admitted for abdominal pain. It was stated the pain was worse over the last eight weeks prior to report and they had rhythmic pain next to their pacer and shocking. It was stated the patient¿s family member was worried about lead breakage. It was later reported the implantable neurostimulator (ins) had been working very well to treat the patient¿s symptoms for a year and a half. It was stated for the past six months prior to report the patient had difficulty eating and had pain around their implant site. It was noted the patient¿s pain level was at a 10 even though the patient was on 4 mg of dilaudid. Reportedly, the patient¿s implant site was assessed by a nurse and it was not red, hot or draining so it was not thought that it was infected. It was noted the patient had seen a healthcare provider numerous times over the past few months prior to report. It was stated the healthcare provider turned up the settings and tested the system for integrity but said the system was operating normally. It was noted the issue was unresolved at the time of report. Additional information from the healthcare provider stated the patient did have a 50 percent or greater symptom reduction and the cause of the event was not determined. It was noted no reprogramming was needed. The patient¿s outcome was reported as not recovered and their symptoms or issues were still ongoing.

Manufacturer narrative:
Concomitant medical products: product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).